Event description:
(B)(4) states that he got the call to go look at the chair yesterday. The customer told him some time last week that his chair tipped forward. States that it happens often, patient weight is (B)(6) and (B)(4) states that the chair keeps tipping. (B)(4) states the customer is dead weight with ms. We had the chair in for repair in (B)(4) and repaired the chair. (B)(4) alleges that the customer keeps tipping forward and he is afraid the chair is going to tip over with him in it and he will get hurt. (B)(4) alleges that the customer legs weigh about 100lbs a piece. Explained to (B)(4) that this may not be the correct fit for the patient and the patient needs reevaluated for a proper chair. I asked (B)(4) if there has been any changes with the customer and he states no. (B)(4) alleges that when the chair tipped it damaged (bent) the hardware that holds the motion power centermounts..(B)(4) alleges the customer alleged he used his pctmts to push him back into a upright position because no one was there to help him and he was stuck in a forward tilt. (B)(4) states customer alleges that how the front right walking beam, lower pivot and fork were bent also.